Event description:
It was reported the indwelling narcotic pump was refilled; 0.5 cc of pump contents was aspirated and discarded. The pump was then refilled with hydromorphine 100mg/ml; a total of 18cc was instilled. Approximately 4 minutes after the needle was withdrawn, the patient began to complain of itching at the site around the pump, some swelling and erythema, and she complained of lightheadedness. After 10 minutes, the patient felt much better, site redness minimized and swelling reduced to minimum. The patient left for her vehicle only to return to the clinic complaining of lightheadedness and nausea. An IV was started. The pump was accessed with 8cc of pump content removed. The pump site was red and swollen with serosaquinous fluid oozing at the injection site. The patient vomited. She was given narcan twice and stabilized. The manufacturer rep. Informed that a pump trial of nacl would be appropriate for a leak test; nacl 10 cc were instilled in the pump; immediately upon injection, the tissue around the pump began to swell, redden and ooze clear fluid directly from the injection site once the needle was removed. The rep. Stated the pump was eight years old and was probably over its normal life and in lieu of what just happened the pump should no longer be used and the patient should be set up for pump replacement. Transdermal and oral medication was prescribed for pain coverage. The patient was discharged to home. In 2009, she has not had any alarm failures but did have a malfunction during pump refill where half of the dilaudid drug was in the pump and the other half was extravasted. She underwent a saline trial which filled the subcutaneous tissue pocket. Pain is at 9/10, worse in the morning. Symptoms of nausea, difficulty walking and loss of coordination, difficulty sleeping. Hearing loss on the left. Meds fentanyl patch, morphine ir, phenergan, dilaudid plan pump revision and replacement. At approx 11 days later, diagnosis; exploration of scar, removal of defective intrathecal dilaudid pump. Placement of new pump under general anesthesia. The patient went in for a two week post op appointment. The incision was clean, dry and intact with no redness swelling or drainage; stitches were removed.

Manufacturer narrative:
Analysis results revealed bridging residue on gears. The serial number is included in the range for the syncrhomed? El pump motor stall due to gear shaft wear manufactured prior to/beginning september 1999 physician communication.